Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas during the initial learning phase, with concerns that meal announcements for a routine breakfast were resulting in excess insulin and subsequent lows during post-breakfast exercise. The user experienced symptoms including a blood glucose level of 59 mg/dl without loss of consciousness or need for assistance. Outcomes included self-treatment with oral glucose using a juice box and resolution of the low within approximately 20 minutes, without medical intervention or hospitalization. An investigation was conducted which included customer counseling on device learning behavior, correct treatment of hypoglycemia, appropriate meal announcing practices, and the use of the exercise pause feature. Troubleshooting and user education were also provided, including guidance to avoid misrepresenting meal size. Investigation of the case revealed no device malfunction and suggested that insulin sensitivity, intake of simple carbohydrates, and immediate exercise following meals could contribute to low glucose levels while the device was still adapting insulin delivery during its learning period. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.